Event description:
It was reported that the latch test failed during incoming inspection/testing. The alarm indicated that the cassette was locked but not latched, and a replacement was requested. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the latch test failed during incoming inspection/testing. The alarm indicated that the cassette was locked but not latched¿ was confirmed during the latch lock test. The cause was a damaged flex circuit sensor. The flex circuit sensor was replaced. Updated software and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.